Event description:
Routine investigation when a complaint was reported that a higher blood glucose value of 294mg/dl was received on a customer's precision qid meter when compared to a laboratory result of 115mg/dl. When these values are plotted on a clarke error grid, the analysis fell into the "c" zone showing the values to be clinically significant. There was no report of medical intervention, death or serious injury.